Event description:
It was reported to philips that wireless pedal was stuck on red, indicating a connectivity issue. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. The philips remote service engineer (rse) inspected the system remotely and confirmed that the wireless footswitch didn't work. The rse performed the functional analysis and identified that the wi-fi indicator was in red. The cause of the issue was wireless footswitch connectivity. The issue was resolved by replacing the wireless footswitch and the base station in another case which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.